Event description:
It was reported that t:slim x2 pump battery did not charge and pump displayed power source alert. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, had already tried charging for an extended period, and ultimately restored charging using non-tandem wall adapter and cable; technical support advised that third-party charging supplies were not recommended except for troubleshooting, and arranged shipment of replacement tandem wall adapter and charging cable, after which pump charged normally and no further assistance was required.